Event description:
Doctor attempted to deploy a breast clip after a biopsy procedure. The breast clip is placed in the tissue so that the area is marked for future diagnostic procedures. The doctor made three attempts at deploying a breast clip and all three failed. A fourth clip from a new box did deploy appropriately to mark the site.======================manufacturer response for tissue marker, ultraclip ii tissue marker ultrasound ribbon (per site reporter).======================nothing yet.what was the original intended procedure?breast biopsy with placement of marking clip.device #1is this a laboratory device or laboratory test?no.